Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the field service engineer (fse) confirmed that the customer had already resolved the medication obstruction. Although the issue was no longer present, the fse assisted the customer in cleaning the remaining medication from the drawer. The drawer operated normally. The system functioned after the field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 jammed. There were no adverse events or injuries reported based on this event.